Event description:
Event description cpi received information that during initial implant testing, this implantable cardioverter defibrillator (ICD) was unable to convert the patient and external therapy was required. Subsequently, interrogation of the device revealed a shorted lead indicator. The associated transvenous defibrillation lead was visually inspected, showing multiple areas of insulation damage. A new lead was implanted, however testing found low pacing impedance measurements and the decision was made to replace the ICD as well.